Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level in the 50s mg/dl. No additional information was provided. Customer declined troubleshooting with tandem technical support and declined to provide further information.